Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that there were cables protruding out of this patient's generator incision site. The patient had contacted their physician; however, had not heard back from them. Boston scientific's patient services recommended that the patient be evaluated by a medical professional. The field representative was contacted and at this time, no further information is available.